Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. The device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that the patient was not feeling well which the physician assumed to be related to being paced in vvi mode. The device was interrogated and was found to be at elective replacement indicator. The battery voltage had decreased rapidly over the last four months. The device was scheduled for replacement. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was not feeling well which the physician assumed to be related to being paced in vvi mode. The device was interrogated and was found to be at elective replacement indicator. The battery voltage had decreased rapidly over the last four months. The device was scheduled for replacement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.